Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from two years to three months within a year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. No adverse patient effects were reported. The device remains in service. Additional information was received. A new request was made to have data from this device analyzed, as the estimated remaining battery longevity has decreased unexpectedly, and the magnet rate has decreased to 85 ppm. Engineering reviewed the available data and recommended a replacement window of 60 days. The device replacement procedure was scheduled, and no adverse patient effects were reported. The device remains in service. The complaint device remains in service; therefore, no product analysis could be performed. The complaint investigation conclusion code is cause not established.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from two years to three months within a year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. No adverse patient effects were reported. The device remains in service. Additional information was received. A new request was made to have data from this device analyzed, as the estimated remaining battery longevity has decreased unexpectedly, and the magnet rate has decreased to 85 ppm. Engineering reviewed the available data and recommended a replacement window of 60 days. The device replacement procedure was scheduled, and no adverse patient effects were reported. The device remains in service. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from two years to three months within a year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. No adverse patient effects were reported. The device remains in service. Additional information was received. A new request was made to have data from this device analyzed, as the estimated remaining battery longevity has decreased unexpectedly, and the magnet rate has decreased to 85 ppm. Engineering reviewed the available data and recommended a replacement window of 60 days. The device replacement procedure was scheduled, and no adverse patient effects were reported. The device remains in service. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from two years to three months within a year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. No adverse patient effects were reported. The device remains in service.